Event description:
It was reported that the right-atrial (ra) lead exhibited noise oversensing resulting in inappropriate pacing inhibition, high capture threshold and low pacing impedance. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of noise, unacceptable threshold, and low pacing impedance were confirmed. A complete lead was returned in one piece. Visual examination noted clavicle crush was noted at 23.5 cm to 24.9 cm from the connector pin fracturing all five filars of the outer coil and damaging the outer and inner insulation at the middle region of the lead. The cause of the reported events was isolated to the fractured outer coil and damaged inner insulation consistent with clavicle crush.